Event description:
Caller reported that insulin gauge displayed a different amount than expected, with a fill estimate issue showing 145 units, which was static despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer service educated caller on the cause related to variance in measured pressures affecting the remaining insulin calculation, explaining that the fill estimate would adjust once the insulin reached the displayed static amount. Caller understood and acknowledged the information provided.